Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: left hip. Patient revised due to periprosthetic fracture. No other information available due to hospital policy.

Event description:
No new information.

Manufacturer narrative:
Corrected data: manufacturing and expiration dates. An event regarding periprosthetic fracture involving an insignia stem was reported. The event was confirmed via clinician review of the provided medical records. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: "the x-ray along with the revision tha implant sheet confirm the patient sustained a periprosthetic fracture with subsequent revision to a restoration modular stem. The root cause of this periprosthetic fracture with subsequent revision cannot be determined from the limited information provided." -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to periprosthetic fracture. A review of the medical records by a clinical consultant indicated the following: "the x-ray along with the revision tha implant sheet confirm the patient sustained a periprosthetic fracture with subsequent revision to a restoration modular stem. The root cause of this periprosthetic fracture with subsequent revision cannot be determined from the limited information provided." No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.